Event description:
A customer reported issues with the wake button becoming less responsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.